Event description:
Customer received result of 5.8 mmol/l on the mobile system, and a result of 2.1 mmol/l on the aviva nano system within 10 minutes. Customer self-treated with 6 jelly beans based on the result of 2.1 mmol/l. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278181, expiration date 01/31/2014). Reference medwatch report with patient identifier(B)(6) for the suspect device used in the aviva nano system.